Manufacturer narrative:
No product samples or videos were returned for evaluation. The customer provided an image which focuses on a filter, however no damage is evident from the image. The lot history was reviewed and no nonconformities were identified that would have contributed to the reported complaint. The complaint cannot be confirmed.

Event description:
The event occurred on an unspecified date and involved a ndhp 0.2 micrn hp cl that had a crack all the way across the filter encasement. The extension set was in use on a patient at the time of event when the nurse noticed an air bubble. The cracked device needed to be replaced with another that did not have a crack and it was from a different lot number. There was no adverse event and no delay in therapy.